Event description:
(B)(6) incident where the european power adapter pins separated from the power adapter housing when the patient was removing the hearing aid battery charger european power adapter plug from the wall. Patient received a light shock with no permanent injury

Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however identified this incident as MDR reportable. Investigation and conclusion: investigation determined the european power adapter contact pin and case were broken. The male connector (welded connector) was separated from the rest of the european power adapter. Corrective action was to switch from globtek power supply to kuantech. The european power supply adapter is not used in the u.s.